Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was noted. An anomalous component on the hybrid was believed to be the cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up in clinic, pre-mature battery depletion was observed. Device was explanted and replaced. Patient was fine post-procedure.